Event description:
It was reported that the image freeze function was activating when the physician angulated the gastroscope. The case was completed without harm to the pt. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.